Manufacturer narrative:
Hamilton medical ags reference:(B)(4). Hamilton medical ags conclusion: logfile analysis shows that the hamilton-c6 device experienced a blower failure during niv ventilation, resulting in multiple technical errors and a fallback into ambient mode. The issue recurred after restarting the ventilation software, indicating a persistent blower issue. The blower runtime had exceeded its recommended service life (103%), supporting end-of-life wear as the most probable cause. The blower module was replaced and the issue was resolved. According to the complaint information, no patient was involved, and no intervention or harm occurred. No further information received. The case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): the "blower service required" alarm appears when blower timer has reached 100%. No patient involvement was reported. The investigation to verify the allegation is still in progress.